Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge displayed a 100% charge for 3 days, despite being in use, then the pump shut off unexpectedly at 90% battery life. After plugging the pump into a power source, the pump was able to be turned on. The customer's blood glucose level was impacted (375 mg/dl). It was confirmed that the customer had alternate insulin therapy available.